Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 4.8, lab: 5.7, 7.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time the complaint was filed: date 2008, lab 4.8, mean 5.7, 5.25, confident limits: confidence. Level cannot be determined since mean is higher than 5. Date 2008, inratio 4.8, lab 7.7, mean 6.25, confidence limits: confidence. Level cannot be determined since mean is higher than 5. As per our internal procedure, rev, 2, the confidence level cannot be determined since the mean is greater than 5. The product will be investigated.